Event description:
It was reported that while using bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) that there was no label or missing label information. The following information was provided by the initial reporter: it was reported by the customer that 3 sleeves of product was received without a label. Customer states 3 sleeves of product was received without a label.

Manufacturer narrative:
H.6. Investigation summary: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record review for batch 3205295 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical attribute testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. They are tested for physical attributes prior to release to ensure that they conform to product specifications. All physical attribute testing performed on this batch was satisfactory per bd internal procedures. The complaint history was reviewed, and no other complaints has been taken on batch 3205295. Retention samples from batch 3205295 were not available for investigation. There were 4 photos available for review to assist with this complaint. The first photo shows three stacks of sleeved plates; there is no sleeve label present on the stacks of plates. The second photo shows three stacks of sleeved plates similar to the previous photo, but at a higher angle including more of the top seal. There are no sleeve labels viewable in this photo. The third photo shows the stop seal of a sleeved stack of plates. The fourth photo shows three stacks of plates similar to the first photo, but the first two stacks of sleeved plates are rotated so that the fin seal is in view. There is no sleeve label present in this photo. The fifth photo shows three sleeved stacks of plates similar to the first and fourth photos, but the fin seal is on the left. There is no sleeve label in this photo. There is no batch information present in any of the photos submitted, and no other product labels were visible for batch verification. Without batch verification, the photos cannot confirm the complaint. No return samples were received for investigation of this complaint. This complaint cannot be confirmed. No complaint trend has been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints. This product is packaged into sleeves and labeled via an automated process. If a failure in the sleeve labeling process occurs, each plate of this product is labeled so the media type, batch number and expiration date are readily available. H3 other text : see h10.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) that there was no label or missing label information. The following information was provided by the initial reporter: it was reported by the customer that 3 sleeves of product was received without a label customer states 3 sleeves of product was received without a label.